Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000425509, 3000426997, and 3000423218 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a saphenous endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize when toggle was pulled back and took 5 times to work; there was no energy to jaws as there was no beeping sound. Swapped out cords and still had the issue. A new device was used with no issues. There was no delay. There was no harm.

Manufacturer narrative:
Trackwise ID# (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a saphenous endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize when toggle was pulled back and took 5 times to work; there was no energy to jaws as there was no beeping sound. Swapped out cords and still had the issue. A new device was used with no issues. There was no delay. There was no harm. Device was used with no issues.